Event description:
It was reported that (1) tlc55 was used during a gastric exclusion procedure. It was reported by the rep that the instrument jammed and was unable to fire it (sound like it locked out). Opened another instrument and finished the case. There was no consequence to the pt.